Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. The customer performed a reset on the pump and continued using the pump for insulin therapy. Customers blood glucose level ranged from 216-217 mg/dl.